Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the xience skypoint stent delivery system was advanced to the target lesion and the stent was deployed at 12 atmosphere. After stent deployment, there was difficulty removing the balloon from the stent implant. There was no adverse patient effect and no clinically significant delay in the procedure reported. No additional information was provided.